Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper line (gl) inability to move. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and when establishing gripper line (gl) removability, the gl did not move. Troubleshooting was performed, but was unsuccessful. There was no knot or gripper line break. Therefore, the cds was not used. A new cds was used. Two clips were implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, the following revised information was provided: it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left ventricle and when establishing gripper line (gl) removability, one of the gripper arms was not moving. Therefore, the cds was removed immediately. A new cds was used. There was no knot or gripper line break. Two clips were implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult grippe actuation could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported difficult gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6. Medical device problem code - 2983 removed